Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, and recommended a safe replacement interval of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, and recommended a safe replacement interval of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the physician requested re-evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended, or reevaluation of the battery status at the end of that period. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced and recommended a safe replacement interval of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the physician requested re-evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended, or reevaluation of the battery status at the end of that period. The device remains in service. Additional information was received. The physician requested a new evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced and recommended a safe replacement interval of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the physician requested re-evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended, or reevaluation of the battery status at the end of that period. The device remains in service. Additional information was received. The physician requested a new evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed. A safe replacement window of 90 days was recommended. The device remains in service. Additional information was received. A fifth request was made to have data from this device analyzed. The low voltage code is still valid, and a replacement window of 90 days was recommended. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) informed that the device needs to be replaced, and recommended a safe replacement interval of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the physician requested re-evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended, or reevaluation of the battery status at the end of that period. The device remains in service. Additional information was received. The physician requested a new evaluation of the battery status. Data was analyzed by engineering and a safe replacement window of 90 days was recommended. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed. A safe replacement window of 90 days was recommended. The device remains in service. Additional information was received. A fifth request was made to have data from this device analyzed. The low voltage code is still valid, and a replacement window of 90 days was recommended. The device remains in service. Additional information was received. This device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.